Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -6.0 diopter was implanted upside down into the patient's left eye (os) on (B)(6) 2022. The lens was implanted, removed, and replaced for a same model, same size lens and the problem was resolved. Cause reported as unknown. No patient injury was reported.

Manufacturer narrative:
Device evaluated by MFR: off label use - acd <3.0. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).